Manufacturer narrative:
H6: investigation summary: bd received 5 samples and no photos for evaluation. The samples were evaluated visually for additive with no issues found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported the paxgene® blood ccfdna tube experienced erroneous results. This event occurred 200 times. The following information was provided by the initial reporter: translated to english. The customer stated there was "very low yield in paxgene tube. Observed very low yield (less than 0.1ng/ul) ) or no yield for dna isolated from blood collected in paxgene tubes."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the paxgene® blood ccfdna tube experienced erroneous results. This event occurred 200 times. The following information was provided by the initial reporter: translated to english. The customer stated there was, "very low yield in paxgene tube. Observed very low yield (less than 0.1ng/ul), or no yield for dna isolated from blood collected in paxgene tubes."